Manufacturer narrative:
DHR review not required as manufacturer did not receive product for investigation and the reported item is a supplied purchased finished good. No product sample was received; therefore, no visual and functional testing could be performed. The reported issue could not be confirmed due to the fact that no samples, pictures or videos were received to perform a thorough investigation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that devices are reading higher than the finger probes. No patient injury was reported.